Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the product evaluation results. The actual device was not returned for evaluation. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any similar reports with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that there was kink in the sheath. The following information was provided by the user facility: as the locator was inserted into the sheath with force, the sheath kinked. The device was not used and replaced by another angio-seal device. The replaced device was used without incident. The physician had completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 4 mm. The size of the sheath ancillary used was 8 fr. It was reported that there was no health damage to the patient. It was reported that hemostasis was successfully achieved by the second device.